Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot communicate with test belt) was investigated. Upon eval, the u413 can controller component was non-functional. The cause of the inability to communicate with a test belt is the non-functional controller. The root cause of the non-functional component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us dist returned a monitor indicating that it could not communicate with a test belt.